Event description:
Customer reported the system is having problems with the joystick and displaying a constant error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. System operates as intended.